Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states there were not unattended alarms. Customer states the battery cap was not loose, cracked or damaged. Customer reports this was the second occurrence of off no power without a low battery warning. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No weak battery alarm and no unexpected battery power loss anomaly noted during test.